Manufacturer narrative:
The returned device was evaluated and there was no evidence of blood on the device. No damages or manufacturing deficiencies were observed on formed needle and bottom housing that would cause bleeding or bruising at the infusion site. During fluid path test, fluid was found leaking through a tear on the exposed soft cannula, where the tip of formed needle rested. It could not be determined when this damage to soft cannula occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose reached 321 mg/dl after wearing the pod between 24 and 36 hours on the leg. The site was slightly bruised and there was blood noted at the adhesive pad. Hyperglycemia treated by patient activating new pod.